Event description:
The guidewire tip broke off inside of the patient. The lesion was at the bifurcation of the left anterior descending/diagonal. The physician does not shape the wires. The wire tip was successfully snared.